Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be intermittently fluctuating and subsequently the pump shut down. Additionally, it was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose (bg) level was "high" (bg value was not provided); a manual injection was administered to address elevated bg. Reportedly, customer continued to use the pump for insulin therapy.